Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the distal tip measuring 51.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-9.9cm from the distal tip. Internal insulation abrasion was noted at 8.3-8.7cm from the distal tip. The etfe coating was intact at these locations. (B)(6).